Event description:
A patient stood up from a recliner chair in an upright position. The posey padded self-release belt area which caused the belt to let go and it was no longer secure around the patient. The patient fell backwards beside the chair. Staff were nearby but were unable to reach him before he fell. He fell backwards onto the floor and patient complained about pain in right hip. He was assessed by the nurse and was sent to the local hospital by ambulance. The belt was checked every 2 hours prior to this incident.